Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for fatigue and lightheadedness. An esophagogastroduodenoscopy (egd) was performed and showed a 7 mm bleeding hemorrhagic gastric polyp which was treated with a hot snare polypectomy, argon plasma coagulation (apc) and hemaclip. The patient also underwent a colonoscopy which revealed polyps and internal and external hemorrhoids. The patient underwent a blood transfusion while hospitalized. The patient was discharged home on coumadin and aspirin (asa) with hemostasis. The event reportedly resolved on (B)(6) 2018. No further information was provided.